Event description:
Complainant alleged that the autopulse® platform displayed a user advisory (ua) 8 (motor controller fault detected) message. Complainant also indicated that there was a problem with one of the load cells. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform shows that the battery lock was bent. The physical damage found during visual inspection is not related to the reported event that the platform displayed a user advisory (ua) 8 (motor controller fault detected) message and that there was a problem with one of the load cells. The damage appears to have been caused by normal wear and tear (autopulse manufactured in 2/2011). A review of the archive was performed and the reported complaint of the ua8 fault was not confirmed. The archive data shows that no ua8 faults occurred on the reported event date of (B)(6) 2014. However, the archive does show that multiple ua7 (discrepancy between load 1 and load 2 too large) messages occurred on several different days between (B)(6) 2014. Functional testing was performed and the reported issue of ua8 was not confirmed. However, ua7 was observed. It was found that both of the load cells were at fault which confirmed the reported issue that there was a problem with one of the load cells. Based on the investigation, the parts identified for replacement were both of the load cells and the battery lock. In summary, the reported complaint that the platform displayed a ua8 was not confirmed based on the archive review and during functional testing. The root cause for the ua8 could not be determined. The reported complaint of the load cell having an issue was confirmed based on the archive review and during functional testing. The fault was found to be that both load cells were defective. The physical damage found during visual inspection is unrelated to the reported complaint. Upon replacement of the battery lock and the load cells, the platform passed all testing criteria.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.